Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with a low vault. The lens was repositioned but that did not resolve the problem. The lens remains implanted. Reportedly, "surgeon plans to exchange into a longer length". The cause of the event was reported as unknown.

Manufacturer narrative:
H6: type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11: manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).